Event description:
Philips received a complaint on the v60 ventilator indicating that the o2 manifold had an issue. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that when tank o2 was connected the device was leaking o2. The customer stated that they could replicate the issue intermittently. The rse advised the customer that they believed that a check valve in their three-way manifold was likely sticking open. The rse advised that the customer replace the o2 manifold transport kit and provided the customer with the kits part information to place the order. The customer called back for additional remote service by an rse, requesting that onsite service by scheduled for their needed o2 manifold transport kit replacement. This investigation is ongoing.